Manufacturer narrative:
(B)(4): it was reported that the patient underwent partial mesh excision and repair of a cystocele on (B)(6) 2011 due to vaginal prolapse, constipation, urinary frequency, nocturia and urgency. It was reported that the patient underwent colporrhaphy, perineorrhaphy, and cystoscopy on (B)(6) 2013. No additional information is provided at this time. (B)(4).

Event description:
It was reported that the patient underwent an anterior colporrhaphy with cystoscopy to treat stress urinary incontinence, pelvic organ prolapse and cystocele on (B)(6) 2005 and mesh was implanted. It is reported that the patient experienced pain, dysuria, incontinence, discharge, odor, infection, bleeding, erosion of her internal tissues, urinary/bowel problems, and organ perforation and she has undergone additional surgeries and revisionary procedures including partial removal of mesh in 2011 due to the mesh migrating and piercing the vaginal wall. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - undefined urinary/bowel problems; mesh migration; dysuria; discharge/odor. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02720. The same patient is represented in each medwatch.